Event description:
An ophthalmologist and an optometrist reported that a (B)(6) female pt who is an acuvue contact lens wearer (using an unspecified peroxide lens solution) and with a history of a contact lens-related corneal ulcer, dry eyes, rheumatoid arthritis, and high blood pressure was diagnosed with fusarium keratitis in her right eye while possibly using soothe xtra hydration (dates of use and dosing regimen unk). On an unspecified date in (B)(6) 2010, the pt presented to her optometrist with a contact lens-related corneal abrasion. The optometrist stated that she had gotten "something" underneath her lens which caused the abrasion. He prescribed vigamox, tobradex eye drops and tobradex ophthalmic ointment and the abrasion appeared to be healing well. [It should be noted that in (B)(6) 2009, the pt had presented with corneal symptoms which could have developed into corneal ulcer in the right eye and the same treatment was given with a successful outcome.] At a follow-up visit for the corneal abrasion, the pt presented with worsening of unspecified ocular symptoms for which she was referred to an ophthalmologist. That ophthalmologist subsequently referred her to the reporting ophthalmologist. The pt presented to the reporting ophthalmologist with a central corneal ulcer associated with a mild hypopyon; both rapidly worsened. Cultures were taken and on (B)(6) 2010; a diagnosis of fusarium keratitis was confirmed. The fusarium was shown to be resistant to all anti-fungal medications except amphotericin where it demonstrated moderate susceptibility. So the pt was placed on topical and systemic amphotericin. The pt was seen again at the eye hospital on (B)(6) 2010. The pt's immunosuppressive medications (methotrexate and hydroxychloroquine) that she was taking for rheumatoid arthritis were also discontinued at an unspecified time during her clinical course so as not to interfere with the treatment for the fusarium infection. Subsequently, as the infection was not responding well, the pt was admitted to the hospital in order to undergo a penetrating keratoplasty. However, the surgery was postponed as the pt was admitted to the intensive care unit for 4-5 days due to unrelated uncontrolled arterial hypertension for which she was given atenolol and enalapril. The corneal graft was finally performed on (B)(6) 2011. Vitreous cultures obtained during surgery confirmed the presence of fusarium intraocularly which led to a single intravitreal injection of amphotericin. The pt was also evaluated by a glaucoma specialist for uncontrolled intraocular pressure. On (B)(6) 2011, the pt was discharged from the hospital. Her arterial hypertension was under control and she was no longer on anti-hypertensive medications (discontinuation on an unk date). On (B)(6) 2011, her visual acuity was hand motion and a hypopyon was noted. The ophthalmologist was unsure if the hypopyon's etiology was reactive or from infectious cause. The pt continued to be treated with topical amphotericin and was seen in follow-up on (B)(6) 2011. At this visit, there was a significant improvement in the keratitis and a complete resolution of the hypopyon. Visual acuity improved to count fingers at 1 foot. The pt was continuing treatment with topical amphotericin and was expected to be evaluated again on (B)(6) 2011. Attempts to obtain further info following the pt's scheduled follow-up visit of (B)(6) 2011 have been unsuccessful. It should be noted that the pt received the soothe xtra hydration as a sample from her optometrist. It was confirmed by the optometrist's office staff that the lot number given to the pt was gj0003. However, at the time of this report it is unclear as to exactly when/if the pt used soothe xtra hydration and the dosing regimen. Neither the optometrist nor the ophthalmologist had the pt's sample of soothe xtra hydration. The optometrist speculated that it is likely in the possession of the pt. Follow-up info received from an internal quality investigation on (B)(6) 2011 revealed that a review of the batch record confirmed that the lot was mfg per local and global specs. All mfg and finished product quality inspections met acceptance criteria. Compounding processes for the referenced lot were reviewed and found to have been performed properly. In-process and final product chemistry testing as well as sterility results met specs. There was no process issues noted with the mfg of this batch that would relate to a report of this nature. Environmental monitoring data obtained during the filing of this lot were within specs. Retain units from the referenced lot were tested for ph, osmolality, turbidity, color, hydrogen peroxide, glycerin, propylene glycol and particulate matter. The retained units met stability specs for all parameters tested. Based on the info gathered in this investigation, a report of this nature cannot be confirmed from a product quality stand point. In addition, the soothe xh product has been recalled as of (B)(6) 2010. No further action is required at this time.